Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient had a c4 aneurysm. After the guidewire was positioned, the operator exchanged the p27 catheter to the distal straight segment of m1 and then unpacked a ped 5.0-20 for treatment. Once the distal marker of the stent reached the distal straight segment of m1, stent deployment was initiated. After withdrawing the microcatheter, it was found that the distal end of the stent could not be opened smoothly. A further length of the stent was released, and after waiting about 30 seconds, the issue remained unresolved. The stent was then retrieved and the previous operations repeated; this time, the stent opened successfully and was pulled back to anchor at the c7 segment. When the stent was deployed to 1/3, it was found that the distal end of the stent had slipped significantly. An attempt was made to retrieve the stent, but it could not be retrieved smoothly. After removal from the body, it was found that the stent had become dislodged. Subsequently, a ped 5.0-25 was used for treatment, and this time the distal end was opened smoothly. The stent was pulled back for anchoring, and the procedure was successful. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for dense mesh flow-diverting stent for the treatment of a saccular, unruptured left internal carotid artery c4 segment aneurysm with a max diameter of 6.5mm and a 4.4mm neck diameter. Landing zone: distal: 4.6mm and proximal: 4.95mm. It was noted the patient's vessel tortuosity was minimal. Access vessel was the right femoral artery with a 6.6mm diameter. Dapt (dual antiplatelet treatment) was administered for one week before the procedure. The angiographic result post procedure showed good angiography, aneurysm contrast agent retention. Ancillary devices include a cook 7f sheath, ton-bridge 6f guide catheter, phenom 27 microcatheter, sychro2 guidewire, and ped 500-20.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarify that the ¿stent tip had short hair" referred to damage at the stent tip. Aside from resistance, no other device issues were reported with the phenom catheter.

Manufacturer narrative:
Product analysis as found condition: the pushwire and phenom 27 catheter were returned inside a bio-hazard bag, and a shipping box. The pipeline flex braid was not returned. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned from 3.0 cm to 9.0 cm from the distal tip. No other anomalies were noted. Testing/analysis: the total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, the resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was not confirmed to have "failure to open at the distal", as the pushwire was returned without the braid. The root cause could not be determined. The customer reported that the vessel tortuosity was minimal and the braid was not positioned in the vessel bend, which rules them out as potential causes. The customer report of "catheter resistance" was confirmed, as the pushwire and phenom catheter were found to be damaged. The observed damage to the catheter (accordioning) and the hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during procedure. However, since the customer indicated that the vessel tortuosity was minimal, it is ruled out as a potential cause. It is likely that the lack of continuous flush with heparinized saline contributed to the resistance encountered during retrieval. As the braid was not returned, its potential contribution to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the tip end of the stent was damaged. There was no friction or difficulty during delivery or positioning. However, resistance did occur in the distal end of the microcatheter. No damage to the pipeline pushwire or catheter was observed. Only one pipeline was being used when movement occurred. The pipeline did open on the distal m1 straight section. The device did not jump during deployment. The phenom had tension-relieving movement. The pipeline was placed on the straight section when it failed to open. No additional steps or other devices were attempted to open the pipeline because it was noticed that the stent tip had short hair, so took it out directly.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.